Event description:
Customer stated their bite significantly worsened, including an exacerbation of overjet/overbite, and developed symptoms consistent with temporomandibular joint dysfunction (tmj).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.